Event description:
Cook (B) (4) reported, "the physician placed the device approaching from upper arm. The catheter was ruptured near the port and the catheter enter to the heart. The physician used the pigtail catheter and pull out the broken catheter from the heart to the inferior cava, and then used snare to remove from the patient body. Placed the near ivh port and ended the procedure." Cook (B) (4) stated, "no harm to the patient."

Manufacturer narrative:
(B) (4). Analysis: returned components included at mini titanium body, attached section of catheter (approx. 1.5cm), catheter lock w/locking sleeve and loose section of catheter (approx. 43cm). During the initial visual inspection, it was noted that the body assembly was covered by organic tissue. This tissue in-growth completely bonded the catheter lock and catheter to the body of the port and continued up to the fractured end of catheter. The suture holes had not been used. At the fracture location, there was slight burnishing of the outer diameter and the cross section of the catheter was slightly elliptical. Conclusion: characteristics of the fracture surface indicate that the catheter was repeatedly pulled against a rigid structure at the point of fracture. It is suggested that the user review section "catheter placement considerations" of the suggested instructions for use (IFU). This section documents warning and suggestions for the implant locations for vital-port systems.